Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down/ unit alarms not functional. The key failure is the pilot valve sticking. Additional failure of on/off switch short circuit would be the key failure of the 2nd reason for repair: alarms not functional. The power switch non-functioning alarm issue is a reportable event which is the basis of the following FDA report.